Manufacturer narrative:
The customer's address is unknown: (B)(6) USA has been used as a default.  (B)(4). Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for plunger cap missing and incorrect count (extra shields in polybag) on lot # 9042915. A review of risk management (B)(4) indicates that the potential risk of this specific reported incident (syringe, plunger cap missing, incorrect count) was captured and addressed. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 9042915 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of syringe 0.3ml 29ga 1/2in 10bag 500 pl/wg experienced open unit packaging/seals where sterility was compromised. Product defect was noted during use. The following information was provided by the initial reporter: consumer reported found 1 syringe without a plunger cap. Consumer reported another bag from this box -with a extra needle shield laying in the bag. Lot #: 9042915b. Catalog#: 928852. Date of event: (B)(6) 2020. Consumer is disabled and has a friend pick up supplies from pharmacy. Consumer declined leaving name and demographics. Declined replacement product.